Manufacturer narrative:
Article citation: ¿breast implant associated anaplastic large cell lymphoma (bia-alcl)¿the UK experience and first reported case of neoadjuvant brentuximab.¿ by by l johnson, j o'donoghue, h stark, n collis, a lennard, m butterworth, n mclean, m youssef, g gui, I lyburn, j bristol, j hurren, s smith, r jacklin, d cunningham, and f macneill, published in cancer research feb/2017, electronically published apr/2017. The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Reported events are addressed in the labeling: the occurrence of lumps, masses, and cysts can be expected to naturally increase as patients age and could be an explanation for the increase. Alcl is not breast cancer; it is a rare type of non-hodgkin¿s lymphoma, a cancer involving the cells of the immune system. Based on information reported to FDA and found in medical literature, a possible association has been identified between breast implants and the rare development of anaplastic large cell lymphoma (alcl), a type of non-hodgkin¿s lymphoma. Women with breast implants may have a very small but increased risk of developing alcl in the fluid or scar capsule adjacent to the implant. Alcl has been reported globally in patients with an implant history that includes allergan¿s and other manufacturers¿ breast implants. You should consider the possibility of alcl when you have a patient with late onset, persistent peri-implant seroma. In some cases, patients presented with capsular contracture or masses adjacent to the breast implant. When testing for alcl, collect fresh seroma fluid and representative portions of the capsule, and send for pathology tests to rule out alcl. If your patient is diagnosed with peri-implant alcl, develop an individualized treatment plan in coordination with a multi-disciplinary care team. Because of the small number of cases worldwide, there is no defined consensus treatment regimen for peri-implant alcl. Reports in the medical literature indicate that patients with breast implants are not at a greater risk than those without breast implants for developing breast cancer. Reports have suggested that breast implants may interfere with or delay breast cancer detection by mammography and/or biopsy; however, other reports in the published medical literature indicate that breast implants neither significantly delay breast cancer detection nor adversely affect cancer survival of women with breast implants. A large follow-up study reported no evidence of an association between breast implants and cancer, and even showed a decreased incidence of breast cancer compared to the general population. One study has reported an increased incidence of brain cancer in women with breast implants as compared to the general population. The incidence of brain cancer, however, was not significantly increased in women with breast implants when compared to women who had other plastic surgeries a published review of 4 large studies in women with cosmetic implants and an additional long-term follow-up study concluded that the evidence does not support an association between brain cancer and breast implants. An epidemiological review also lent support to the lack of causation between implants and any type of cancer. Studies have reported an increased incidence of respiratory/lung cancer in women with breast implants. Other studies of women in sweden and denmark have found that women who get breast implants are more likely to be current smokers than women who get breast reduction surgery or other types of cosmetic surgery. Several large studies have found no association between breast implants and respiratory/lung cancer. Two studies reported an increased incidence of cervical/vulvar cancer in women with breast implants. Another long-term follow-up study showed equivalent incidences of cervical cancer in women with breast implants compared to the general population. Other recent large studies concluded that the evidence does not support an association between reproductive system cancers and breast implants. There have been several studies published that examined the risk of other types of cancers, e.g., thyroid cancers, urinary system cancers, sarcoma, endocrine cancer, connective tissue cancer, cancer of the eye, and unspecified cancers in women with breast implants. All of those studies found no increased risk in women with breast implants.

Event description:
Reviewed abstract, ¿breast implant associated anaplastic large cell lymphoma (bia-alcl)¿the UK experience and first reported case of neoadjuvant brentuximab." Abstract reports ¿patients presented with stage iia disease" and one of the patients "had bba and presented with a mass adjacent to the implant and progressed rapidly through neoadjuvant chop to develop life threatening chest wall/thoracic cavity involvement. [Patient] achieved complete pathological response with six cycles of brentuximab followed by bilateral total capsulectomy and implant removal. This is the first reported case of neo-adjuvant antibody therapy in bia-alcl.¿ event of alcl will be captured as lymphoma, as the necessary histological markers are not confirmed. Manufacturer of device is unknown.